Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 420 (mg/dl). Customer administered a correction bolus with the pump to treat the bg level. System check with tandem technical support indicated pump was performing as intended. Reportedly, customer stated that the infusion site didn't feel as it normally does upon insertion. Contact removed the infusion site and reported that there were no noticed issues with the site. Contact inserted a new infusion site.